Manufacturer narrative:
Brand name: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2020, product type: implantable neurostim ulator. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977c165 , serial# (B)(4), implanted: (B)(6) 2020, product type: lead.other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 07-nov-2021, UDI#: (B)(4) ; product ID: 977a290, serial/lot #: (B)(4), ubd: 27-sep-2022, UDI#: (B)(4) ; product ID: 977c165, serial/lot #: (B)(4) , ubd: 28-mar-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or has malfunctioned. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller states starting 'a few months ago' the pt was not feeling stimulation. Technical service specialist (tss) asked caller for more info on this and caller immediately noted that he believed it was related to the pt seeing out of regulation (oor) 'settings not available' on left side. Troubleshooting was unable to be performed. Furthermore, caller states they've tried two tablets but cannot connect to left ins. Caller states rep is currently charging pt's right side ins. The caller states the inss are within 7 inches and the recharge therapy manager (rtm) is about 3-4 inches away from left ins while charging right ins. Tss and caller both agreed that it may be interference from the charging of the right side ins that is not allowing him to connect to left ins with tablet. Caller will charge right side ins to a reasonable level and then remove components to try to connect to left ins with tablet. Troubleshooting was unable to be performed caller charging right ins. In addition, caller states the pt had troubles charging ins since last summer. Tss asked what that meant and caller simply noted 'non-compliance'. The caller states the pt has been able to charge left side ins but the 'issue' was with right side. The caller started charging pt's right ins today and saw it go from passive charge to normal charge. The caller will continue to charge the right side ins. Additional information was received by rep stating patient had lead issues where impedance test indicated all of the electrodes were out of range, the only better option will be to revise the leads.